Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: other, the associated ICD f/u files analyzed, device history records reviewed. Conclusion: the analysis revealed that 54 inappropriate shocks were delivered on (B)(6) 2010 because of noise oversensing. The egm signals of the recorded noise episodes are not physiological, which is an indicator of a potential lead issue. It is noted that lead manufacturing records did not reveal any abnormality. Egm morphology of the recorded episode suggest: either a ventricular lead continuity problem or a loosen setscrew/connection failure. Re-intervention is recommended.

Event description:
Reportedly, the pt was hospitalized because, several inappropriate shock therapies were delivered by the ICD system (refer to MDR 9610579-2010-00613, ovatio (B)(4)). Recommendations were requested by the physician. The system remains implanted.